Event description:
Customer attempted to test on the aviva system, but was unable to obtain a result due to no power. Customer passed out for a few minutes, awoke, and called her medical alert company. Emts arrived and took customer to the hospital, where she was treated for a uti, and for diabetes with insulin (type not provided). Emts did not treat the customer at the scene. Customer was admitted to the hospital for four days, then transferred to a rehabilitation hospital. Requested return of suspect device and strips, and replacement was sent.